Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had a high blood glucose ranging from 415 mg/dl - 600 mg/dl. Symptoms that were reported at the time of the incident included none. The customer was treated for high blood glucose via insulin pump. The customer reported no sound at all from the insulin pump. The customer's parent also reported a bent cannula. The customer also reported an insulin pump error and failed battery test. Troubleshooting was provided and alarms were cleared. It was not stated if the auto mode feature was in use. The insulin pump will not return for analysis.